Manufacturer narrative:
A candela field service engineer evaluated the device at the customer's site on (B)(6) 2020. The device fault log indicated no faults on the device. All functions of the profound device and dermal and subq applicators were tested. The system met all candela specifications. Component code was left blank due to the fact that it was not determined if the device resulted in the adverse event and the component code 1023 was not available in esubmitter.

Event description:
On (B)(6) 2020, a customer in (B)(6) reported to a candela employee, that a female patient received profound dermal treatment to her lower face and neck on (B)(6) 2020. The customer reported that the post-treatment reaction was as expected; there was nothing out of the ordinary. The patient was seen one-week post-treatment and was healing without issue. The patient was seen again for a three-month follow up on (B)(6)2020 and patient complained of having developed hard nodules on her face two-weeks before her appointment. On examination, firm areas were palpated on bilateral cheeks, in labiomental fold region, and along jawline. Customer reported that the patient was treated with kenalog injections and prescribed a medrol dose pack. Customer reported that the patient had received a flu vaccine 3-4 weeks prior to her follow-up appointment. Per follow-up, it is understood that the patient had had a viral infection a couple weeks prior to her appointment. Additional information was solicited, including a further understanding of the pathology of the nodules. Candela has not seen a reaction like this post profound treatment, also noting that this occurred almost three months post treatment. Erring on the side of caution, this adverse event is being submitted at this time.